Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high capture threshold measurements. The lv lead was capped and replaced on (B)(6) 2026. The patient was discharged with no reports of adverse consequences.